Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. Corrected h6- impact code. Imagery was provided by the site and revealed the following: the patient's access vessel had presence of calcification and tortuosity anatomy at access vessel. Four struts were observed bent outwards at the inflow side after exiting the esheath tip. There were two bent struts outwards 120 degrees. The valve was expanded and deployed in the aortic root. Two bent struts remained visible in the expanded valve. A valve-in-valve was performed. The second valve was deployed in a lower position. No abnormalities were observed on the second deployed valve. The complaint for valve frame damage was confirmed based on the evaluation of provided imagery. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". In this case, per information provided steep insertion angle was used to insert the sheath into the patient. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to difficulties advancing through sheath and cause frame damage. Additionally, per 3mensio report evaluation, the patient's access vessel had presence of calcification and tortuosity. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Patient factors such as calcification and tortuosity may cause constrained sections of the anatomy that interferes with passage of the delivery system and valve through the sheath causing valve struts interacting with the sheath shaft inner lumen and/or vessel calcification, resulting in the reported valve frame damage. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (insertion angle) may have contributed to the valve frame damage. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to the malposition. Investigation results suggest/indicate that procedural factors (the valve frame was damaged when the delivery system exited the esheath, and the valve was implanted a little deeper to avoid patient harm) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in austria, this was a case with a 23mm sapien 3 ultra resilia valve, in aortic position by transfemoral approach. During the procedure, the esheath was inserted at a steep angle. There was no resistance felt advancing the delivery system into the esheath, and the valve crimped on the delivery system exited the tip of the esheath. The valve was implanted a little deeper due to the bent struts, not in the intended position. The delivery system was removed through the esheath, and no damage was observed after withdrawal. A valve-in-valve was successfully performed with a second sapien 3 ultra resilia valve. The patient was in stable condition without any injury. A CT scan was planned, as well as close echo follow up, because of the bent struts that might cause harm. As per images provided, it was observed that the valve frame was damaged when the delivery system exited the sheath and was implanted.